Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient came into the clinic because their device was emitting beeping tones, which was found to be due to the device and right atrial (ra) lead exhibiting high out-of-range pace impedance measurements. Additionally, the device and ra lead was found to exhibited noise oversensing which caused the device to record inaccurate atrial tachy response (atr) episodes. It was noted the noise appeared to be a 60 hertz signal. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed that the noise appeared to be consistent with that of minute ventilation signal oversensing. Ts noted the impedance had been fluctuating as early as three months post-implant and discussed that this could be indicative of a device-to-lead connection issue. The physician elected to continue monitoring as the threshold was stable and the patient was not dependent. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead continued to exhibit varying impedance measurements. During a device upgrade procedure, the ra lead was surgically abandoned and the crt-d was explanted as planned. No adverse patient effects were reported.